Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module and the controller were both replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the unstable vacuum can be attributed to the fluidics module and the controller being nonconforming. However, it remains inconclusive whether only one or both of these parts contributed to the reported event as the samples were not returned for evaluation. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic operating system was used during surgery when unstable vacuum / aspiration occurred during phaco mode. The patient experienced a ruptured posterior capsule which resulted in a procedure change to anterior vitrectomy in order to address the protruded posterior capsule. The patient's current status is reported as recovered.